Event description:
Event description boston scientific received information that this patient was in the emergency room due to atrial fibrillation and device interrogation was unsuccessful. The caller noted some occasional pacing spikes, however, the patient is primarily on their own rhythm.